Manufacturer narrative:
Update to b3 and b5. Correction to h6; impact code.

Event description:
Additional information was provided the patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra valve. The invasive pressure gradient of 5mm hg, post implant (60mm hg before implant).

Event description:
Per the field clinical specialist (fcs), approximately 5 years and 7 months after undergoing a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the patient is being evaluated for early tavr valve failure. The patient denies experiencing angina, anginal chest pain, pressure, or dyspnea on exertion. It appears that this patient has developed early tavr valve failure, which is further complicated by chronic anemia (hb 10.5), a condition that seems to have emerged since last fall. Per medical record review, approximately 5 years and 7 months post-implantation, the patient is being evaluated for suspected early structural valve deterioration (svd) of the bioprosthetic valve, characterized by leaflet thickening and possible calcification. Transthoracic echocardiography (tte) showed a well-seated valve with a mean gradient of 40.2 mmhg and an aortic valve area (ava) of 0.7 cm2 and noted there was leaflet thickening. The new-onset anemia raises concern for heyde syndrome in the context of prosthetic valve dysfunction. A computed tomography angiography (cta) tavr is planned to further assess leaflet morphology and confirm the presence of calcification. Once the result of the cta is known, the options of a valve-in-valve tavr will be discussed with the patient and family. However, if the leaflet thickening and possible calcification are not confirmed, then further evaluation of anemia etiology will be required.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that leaflet thickening along with the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.